Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 570 mg/dl. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including displacement, rewind and basic occlusion test. Unit was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion and the excessive no delivery alarm test, due to prime fill anomaly. Unit received with scratched display window.